Event description:
Event description cpi received information that this ventak mini implantable cardioverter defibrillator (ICD) was oversensing, and recording diverted-failure to reconfirm tachyarrhythmic events inappropriately. The patient is an athlete whose heart rate is low (30-40 bpm). Manipulation of ICD, valsalva manuevers, isometrics were performed, but did not re-create the oversensing. X-ray did not show any lead issues. The physician felt that the ICD was oversensing after paced events, and elected to turn pacing off. The patient will be monitored for further issues. The ICD remains implanted at this time.